Event description:
It was reported that the pump indicated multiple data log corruptions. There was no reported adverse impact to customer's blood glucose level. A pump evaluation was performed and confirmed the pump was in working condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.